Manufacturer narrative:
Batch review performed on 25 june 2018. Lot 155735: (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere primary extension stem ø11mm / l 30 mm reference (B)(4): lot 162050: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-04-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 5/14 mm l reference (B)(4): lot 152438: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 17.10.2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 4 reference (B)(4): lot 160955: (B)(4) items manufactured and released on 12 may 2016. Expiration date: 21.04.2021 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 l reference (B)(4): lot 156425: (B)(4) items manufactured and released on 26 february 2016. Expiration date: 2021-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary on (B)(6) 2016. On (B)(6) 2017 the patient came in due to signs of infection [pathogen not available]. The surgeon washed out the knee and swapped the poly. (MDR 2017-00602) on (B)(6) 2018 the patient was revised again. The patient came in due to signs of infection. Pathogen unknown. The surgeon pulled all hardware and implanted a spacer. The surgery was completed successfully.

Manufacturer narrative:
Additional information received on (B)(6) 2019 about 1 year and 1 month after spacer implantation, on (B)(6) 2019, the antibiotic spacer was removed and permanent hardware was implanted. The surgery was completed successfully.